Event description:
Major pump unit(s) involved: blood pumpadditional text: r outflow cannulaespecific component(s) involved: outflow graft malfunction/malpositionadditional text: reposition cannulae in surgeryother component:causative or contributing factor: no specific contributing cause identifieother cause:intervention(s): other interventions, specifyother intervention : reposition outflow grafttype: both (in the same or visit)

Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.